Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 25-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported hi display. Caregiver is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptom. Caregiver begin to mention customer went to the hospital on july 1, 2020 while using the true metrix meter. Caregiver states meter gave hi display and also had a result of 580mg/dl non-fasting and customer had a slushy before going to the hospital due to symptoms of frequent urination, blurry vision and diaphoresis. Result obtained at hospital of 800mg/dl non-fasting. Customer discharged in 4 days and changes made to long acting insulin increased from 30u to 45u (lantus) @ am and hs. Caregiver states the true metrix meter was reading accurately and she has no concerns. Customer was discharged 4 days later caregiver was given another meter at hospital. Customer will keep 1st meter as a backup meter. Caregiver states customer is doing fine and has his glucose under control now the product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/23/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.